Event description:
An eye care professional reported that memory lens iol implanted in the left eye of the pt would require explantation. Follow up info received on (B)(6) 2010 indicated that pt was diagnosed with a hazy iol on (B)(6) 2010, but that explant surgery has not been scheduled at that time. Follow up info received on (B)(6) 2010 indicated that a yag capsulotomy was performed on (B)(6) 2000 and that opacification was diagnosed on (B)(6) 2006. Follow up info received on (B)(6) 2010 indicated that explant procedure is scheduled for (B)(6) 2010. Request has been made to provide additional info when the explant has been completed.

Manufacturer narrative:
The device history records and sterility records have been reviewed by mfg and found to be in compliance. This lens was mfg before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process. (B)(4).